Event description:
A (B)(6) male pt contacted lifecor customer support, to report that the electrode belt would not screw onto the monitor. He stated that he had tried to get it connected for over an hour. He stated that he lined up the red marks and the pins appear to be seated in the monitor, but the collar will not screw down. Support sent a territory manager (tm) to the pt. He found that the electrode belt had bent pins. The tm exchanged the pt's electrode belt.

Manufacturer narrative:
Device eval summery: device eval electrode belt (B)(4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor, which defeated the connector keying mechanism and allowed the pins to misalign with mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.